Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary device was not recognized medications or displayed load messages for loaded medications. Specifically, ibuprofen 100 mg/5 ml cup was not being recognized or linked to the pyxis device. The system indicated that the medication was not loaded, although physical inventory confirmed it was present. The issue began a few weeks ago. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist isolated the issue to ibuprofen located in drawer 7, pocket 16 which began after a recent unload or reload and was previously functioning correctly, suspected a matrix pocket related issue. Tss advised performing a swap test between medication and pocket, along with checking for any insert or obstruction. The pocket was switched by the customer, after which the medication functioned as expected, confirming resolution. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.